Event description:
The info received from the affiliate states that a pt was presented to the interventional lab for an embolization procedure of two aneurysms located in the anterior communicating artery. No pt medical history was provided. The event being reported involved the smaller of the two aneurysms being treated. It was described as an open-neck aneurysm. There is no info available as to the size of the aneurysm or the neck to dome ratio of the aneurysm. The physician chose an orbit 2x2 coil because of the small size of the aneurysm. When the coil first conformed into the aneurysm, there was no indication of prolapse or protruding of the coil out from the aneurysm. The coil was released. Please note that an occlusion balloon was not used in the procedure and, as per the physician, this may have been the cause of the reported event. After the coil was deployed, the physician noticed that part of the coil had come out the aneurysm. The physician attempted to remove the coil, but it had migrated to the pericallosal artery. The aneurysm was successfully treated with a matrix coil (bs). There were no neurologic changes to the pt. The pt was able to walk and talk, etc. Following the procedure.